Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No physical damage to lcd glass or display anomaly noted. The insulin pump passed self test.

Event description:
It was reported that the customer's insulin pump was cracked on the lower left and lower right of the display. An operation test and self-test were completely normal. No further details provided.